Event description:
During follow-up, increased pacing impedance, sensing and capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of increased pacing impedance, sensing and capture threshold were not confirmed. Only the connector portion of the lead was returned for analysis. As received, electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead found damages that are consistent with procedural damage.